Event description:
It was reported that the pt never received therapeutic effect and had experienced increased pain on and off since the original implant date in 2004. According to the pt, her hcp told her that "the pump isn't working for you" on (B) (6) 2010. The pt thought that the pump was not "delivering anything." The hcp planned to reduce the pt's dosage and change the pt over to oral medications. The pt outcome was reported as "no injury." The medication being delivered via the device system was hydromorphone.

Manufacturer narrative:
(B) (4).